Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed unusual voltage drops, and evidence of partially discharged batteries being installed which resulted in low battery warnings and replace battery alarms. No damage was found to the battery compartment or returned battery cap. No corrosion was found in the battery compartment. The returned battery cap fully tightened to the pump and powered it on. The current draws measured within specifications. A leak was found in the display lens. The pump cover was removed to find moisture on printed circuit board and internal components.